Event description:
Additional information was received that the physician performed commanded shocks with a shock impedance measurement of 79 ohms to 80 ohms. It was likely that the physician was to continue to monitor the device system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedance measurements for this device system steadily increased post implant, ultimately reaching greater than 125 ohms. Additionally, noise was observed on the shock channel. Four undersensed beats were observed during defibrillation threshold (dft) testing. Non-invasive programmed stimulation (nips) procedure was to be performed to test the integrity of the device system. To date, no adverse patient effects were reported as a result of this clinical observation.